Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 519mg/dl. During troubleshooting with clinical support, it was found customer was experiencing hormonal changes, not delivering a large enough boluses for carbohydrates consumed, and possible absorption issues; however, ultimately the cause was unknown. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.